Event description:
It was reported that physio-control could not duplicate any sp02 reading discrepancies while testing that was reported by the end user. There is no patient information available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.